Event description:
Related manufacturer reference number: 2017865-2022-45405. New information received reported that the intracardiac electrogram (iegm) reviewed, suggested noise on the left and right ventricular leads. The noise led to over-sensing. There was no intervention performed and the patient will further be monitored. The patient was in stable condition.